Manufacturer narrative:
The reported events of pocket erosion, fever, and unspecified infection were not confirmed by analysis. During analysis, failure event observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27152. Related manufacturer's reference number: 2017865-2021-27153. It was reported that the patient presented in clinic with fever. The patient system had signs of pocket erosion and infection. The leads were protruding through the skin. It was believed that the infection may have been due to the erosion. The physician could not confirm if the erosion was the cause of the infection. The physician opted for a full system explant. The patient was in stable condition.